Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material in the nozzle could not be determined. There was no physical damage at the place where the foreign material remained. Three attempts were performed to obtain additional information, but no response was received from the customer. The legal manufacturer could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in sif-q180 operation manual chapter 3 preparation and inspection; instructions for use states that preventive measure in sif-q180 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the small intestinal videoscope exhibited a clogged nozzle. There were no reports of patient involvement.